Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Engineering evaluation summary: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. IFU review unable to be performed as the model is unknown. A CAPA/scar/pra is not required, as there is no confirmed product, or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including congenital heart disease and the patient is about 13 years old at the time of implant. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported and learned through investigation that a patient with a 23mm perimount aortic valve in the pulmonary position underwent a valve in valve procedure after an unknown implant duration due to stenosis and regurgitation. The patient presented with dyspnea and decreased exercise tolerance. Tpvr was completed with a 26mm 9755rsl transcatheter valve. Patient did well and was sent to recovery room post operative.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm perimount aortic valve in the pulmonary position underwent a valve in valve procedure after an unknown implant duration due to unknown reason. Tpvr was completed with a 26mm 9755rsl transcatheter valve. Patient did well and was sent to recovery room post operative. This is a 13-y-o male with a history of s/p pvr.